Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon further troubleshooting action, fse found that the graphics card issue and system was hanging on the splash screen and was only partially powered. The fse replaced the mpd control unit and host pc. Upon further diagnosis, fse identified that fault in the bios battery so replaced the bios battery and reset the bios. Later, a spare fuse kit was ordered for a blown fuse in m cabinet. After repaired, the system was returned to use in good working order. The codes were updated based on the investigation outcome.